Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and repaired at the service center. The complaint was confirmed. The following information was derived from the service report: per service manual operational and diagnostic analysis confirmed reported issue (excessive pressure). Replaced springs on pressure arms with tip replacement kit as identified in the investigation to address the reported issue. Also replaced front bezel and membrane switch (fill button issue), replaced fms vue eprom (booting up issue), and replaced damage console cover. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. When the springs of the pressure arms are defective excessive pressure will occur in the fill chamber therefore is a root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. The batch of devices was reworked in order to correct a testing anomaly, however the rework is unrelated to the complaint condition. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional event information received on 10/11/2018. It was reported by an affiliate that the event occurred during intra-operative procedure.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The device was received and repaired at the service center. The complaint was confirmed. The following information was derived from the service report: per service manual operational and diagnostic analysis confirmed reported issue (excessive pressure). Replaced springs on pressure arms with tip replacement kit as identified in the investigation to address the reported issue. Also replaced front bezel and membrane switch (fill button issue), replaced fms vue eprom (booting up issue), and replaced damage console cover. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during an unspecified surgical procedure, it was observed that the pressure on the fms vue pump device was high. According to the report, the surgeon observed in the middle of the surgery when the pressure started to fluctuate. There was a 20 minute delay in the procedure. It was reported that a spare device was not available for use; however, the defective product was returned post case and a replacement was received. It was reported that the procedure was completed using the same device. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.